Event description:
It was reported that balloon pinhole was encountered. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation; however, during initial inflation, a pinhole leak in the balloon was noted. The device was removed before reaching the labeled nominal pressure without any issue. The procedure was completed with another of the same device. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink at the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was tightly folded. The device was soaked in a water bath for two hours to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole was encountered. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation; however, during initial inflation, a pinhole leak in the balloon was noted. The device was removed before reaching the labeled nominal pressure without any issue. The procedure was completed with another of the same device. No patient complications were reported and the patient was not harmed.